Manufacturer narrative:
Zoll has not received autopulse lifeband for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
Upon installation, during the shift check, the customer experienced difficulty inserting the lifeband (lot #unknown) pin into the drive shaft of the autopulse platform (sn (B)(6)); otherwise, there were no problems with the device. No further information was provided. No patient involvement.